Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off label usage of the device, on (B)(6) 2025. On 02/16/2025, it was reported that in the evening, the patient was feeling weak, discomfort, and dizziness. Her cgm was reading 75 mg/dl, and her bg meter was reading 47 mg/dl. The patient decided to go to the emergency room (ER) for evaluation. At the ER, the patient was treated with an unspecified medication. At an unspecified time later, the patient¿s bg meter reading was taken and was 300 mg/dl. No cgm comparison value was reported. The patient was treated with IV insulin and an unspecified oral medication for hypertension. At an unspecified time after treatment with insulin, the patient¿s bg meter reading was 195 mg/dl. The patient was advised she could go home the day of report, which was 02/17/2025. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.